Event description:
The range shifter was attached to teh snout of the nozzle incorrectly where the codex was engaged but the lower v-groove was not properly engaged. In this case, the user was not aware that the range shifter was not properly mounted to teh nozzle which resulted in teh range shifter deteching and falling. The patient was not injured.